Event description:
Report received of leakage from connection of IV tubing male adapter to clave port. The clave port was accessed by an ivac needle-less tubing with an infusion of d10.2ns with kcl, delivery rate not recalled. Customer contact reports that the connection seemed tight; it was not loose and it did not become disconnected. However, leakage of the infusate and backflow of approximately 1-2ml of blood out the connection was noted. The infant was stable and no change in laboratory values was observed. The t-connector was switched out. The infant did not experience any adverse effects. No add'l info was available.